Event description:
This device was returned with oos documentation from biotronik representative. Per oos, this system was removed due to a mrsa infection. This lead tips were removed and sent to the hospital pathology department. Ketrox rv 65 steroid. MDR 1028232-2009-00106. Selox jt 53, MDR 1028232-2009-00107. Corox otw 75-up steroid, MDR 1028232-2009-00108.